Manufacturer narrative:
Pump received with button error alarm and intermittent esc and act button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when customer was trying to input carbohydrate information. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 297 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.